Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead and was admitted to the emergency room (ER). The lead triggered a lead integrity alert (lia) for oversensing of noise with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. There was a lead noise warning. The lead was suspect of a fracture. A magnet was applied to the device to prevent further inappropriate shocks. The lead detection was programmed off. The lead was capped and was not replaced. The patient¿s ejection fraction had improved and an implantable cardioverter defibrillator (ICD) was no longer required. No further patient complications have been reported as a result of this event.